Event description:
It was reported, that the device failed preventive maintenance. For pressure disk accuracy test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced pressure sensor, due to failure pressure disk accuracy. And left and right iui, due to corroded pins. Test even after calibration was performed. As found software version 9.33.0.50, as left software version 9.33.0.50. Exp plastic recall completed rear case. Based on the findings, service determined, that the probable root cause of the reported issue was, due to the failed pressure disk accuracy test of the pressure sensor board assembly. A review of the device history record showed, the device had a manufacture date of 06mar2014. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device failed preventive maintenance for pressure disk accuracy test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for pressure disk accuracy test. No additional information was provided. There was no patient involvement.